Event description:
Reporter alleged alleged the needle that is a part of the softclix lancing system used in finger-stick blood glucose testing would not retract after use. No actions were taken or treatment received reportedly. A request was made for the return of the suspect and replacement prodouct was sent.